Event description:
It was reported that while unpacking a stent delivery system, the stent dislodged outside of the patient. While sliding the protective cover off a 4.5 x 20mm veriflex stent during unpacking, the stent dislodged from the balloon. The procedure was completed with another device and no patient complications were reported. The patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).